Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that she checked her therapy settings amplitude was 0.6 instead of 1.6 where it was previously set at and has no idea how that happened. As for troubleshooting done, patient stated she increased back to 1.6 and it was painful so she went down to 1.4 and now it is comfortable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer in response to an inquiry: when asked the cause of the change in amplitude the patient explained that they may have accidentally shut the device off. At some point the 1.6 v setting became uncomfortable so patient tried lowering the setting. No further complications were reported or are anticipated.